Event description:
Medical staff reporting, an intracapsular rupture of the left device. Discovered by ultrasound. At explant, device is found ruptured and yellow. No capsule anomaly, no fluid effusion. Physician confirms, an intracapsulare rupture of the left device. Discovered via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, part of the shell is missing. A microscopic analysis was performed which identify, sharp edge and with non-penetrating nicks assessed, as surgical impact opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Stress marks. Based on the device analysis, the final assessment is: a sharp edge broken with non-penetrating nicks assessed, as surgical impact. Non-penetrating nicks. Missing shell assessed, as inconclusive.

Event description:
Medical staff reporting an intracapsular rupture of the left device discovered by ultrasound. At explant device is found ruptured and yellow. No capsule anomaly, no fluid effusion. Physician confirms an intracapsular rupture of the left device discovered via MRI.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "yellow".

Event description:
Healthcare professional reporting an intracapsular rupture of the left device. At explant device is found ruptured and yellow. Device has been explanted.